Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular, the manufacturing records and complaint history for the reported lot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Potential causes for the reported difficulty grasping the leaflets, device damaging another device and complete clip detachment (ccd) were considered, including manufacturing, patient morphology/pathology and user technique. The reported difficulty grasping the leaflets appears to be related to procedural conditions due to the two previously implanted clips on the leaflets. Furthermore, the reported ccd appears to be a result of challenging mitral valve anatomy coupled with the reported difficulties during grasping/implantation of the third clip. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted that the difficulty with implantation of the third clip likely contributed to the detachment of the clip from both leaflets. The need for mitral valve surgery was associated with underlying leaflet pathology and not a device issue. There is no indication of a product quality issue with respect to manufacture, design or labeling. The patient effect of worsening mitral regurgitation is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. It should be noted that the mitraclip IFU states the following warning: use caution not to displace or dislodge an implanted clip when placing an additional clip; clip detachment from leaflet(s) may occur which may result in a single leaflet device attachment (slda) or device embolization. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, 2 implanted mitraclips. Improper or incorrect procedure or method. The customer reported the mitraclip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two other clip delivery systems referenced are being filed under separate medwatch MFR numbers.

Event description:
This is filed to report that during deployment, the 3rd clip (50513u142) detached from both leaflets and was retrieved with the gripper line. The patient was sent to cardiac surgery for valve replacement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The posterior leaflet was prolapsed. The first clip delivery system (cds 41210u127) was advanced to the mitral valve leaflets and deployed. The mr was reduced to 3; however, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second cds (50513u143) was then advanced, and the clip was deployed. The mr was reduced to 2-3. A third cds (50513u142) was advanced in an attempt to place the clip between the first 2 clips for further mr reduction and to stabilize the slda clip. While grasping, it was difficult to place the third clip between the first 2 clips and there was contact between the clip attempting to be implanted and the second implanted clip. At that point, an slda occurred with the second clip. The leaflets were able to be grasped with the third clip and deployment steps were performed. After lock line removal and final arm angle (faa) testing, the gripper line began to be removed; however, the third clip detached from both leaflets, and remained on the gripper line. The clip was retrieved with the gripper line successfully. Two clips were implanted and the mr remained at 4. The patient underwent cardiac surgery to replace the mitral valve. No additional information was provided.